Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0863 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 40 mg/dl at the time of incident and the current blood glucose level was 199 mg/dl. The customer was assisted with troubleshooting. The customer was treated with juice for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not used auto mode. Customer stated that they did not alleging insulin pump was over delivering. Customer reported the insulin dripping or squirting from end of set before connecting at their site. The insulin pump will be returned for analysis.